Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl and treated it with the insulin pump. The customer stated she bloused with the pump at that time. The customer was declined troubleshooting for the high blood glucose. The customer stated she did not change the set, she only reconnected it. The device will not be returned for analysis.